Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced with a non-allergan brand. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced with a non-allergan brand. This relates to the left side.

Manufacturer narrative:
(Health effect - impact code)- f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.